Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose reached 633 mg/dl. Customer's current blood glucose was 437 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer frequently urinating due to their high blood glucose. Troubleshooting found air bubbles in the customer's reservoir. The mother stated the insulin was not stored at room temperature. It was also found the customer had a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.